Manufacturer narrative:
Thermo fisher scientific opened a complaint record to document the problem as described in patient-submitted medwatch report# mw5095681. No additional customer information or data files were provided to confirm the allegations of false positive result(s).

Event description:
On 22-jul-2020 a patient submitted medwatch report # mw5095681 to FDA. The report was entered by FDA on 23-jul-2020. Thermo fisher scientific was made aware of the event via a foi report that was received at our (B)(4) facility 01-dec-2020. The report indicates that the patient and his/her wife were tested for covid-19 on (B)(6) 2020 using the taqpath covid-19 combo kit as a requirement for international travel clearance. The results from that test came back as positive for the both the patient and his/her wife. However, immediately after, another test was performed and both tests reported negative. The board of health performed a confirmatory test and was able to confirm that the correct test results were both sars-cov-2 negative. The patient reported they did not have any symptoms or exposure to coronavirus and believed he/she had no "covid infection." The patient did not allege any death, serious injury nor medical intervention to prevent such and believes he/she remained asymptomatic throughout. Customer (test lab) information was redacted and no software data log files were provided to confirm the allegations of false positive assay result(s).